Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the clip on the hematocrit/ o2 saturation (h/sat) sensor was broken. The sensor was tie-banded to the cuvette creating a tight fit allowing use of the unit without changing it out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.